Event description:
The pt was admitted to the hosp with severe chest pain and underwent a coronary angiography with a right common femoral artery access in 1999. Following the cardiac catheterization procedure, an angio-seal device was deployed in the right common femoral artery. In 1999, the pt was evaluated and found to have an ischemic right lower extremity and no pulses in the foot. A vascular surgeon was consulted and the pt was taken to surgery where an obstruction of the iliac artery was revealed. In addition, a posterior wall dissection with the inferior flap wall was identified as contributing to the thrombosis in the artery. The angio-seal device was removed, the posterior dissection was repaired, and a vein patch angioplasty was performed closing the ventral wall. In addition, two thrombectomies of the common femoral artery, profunda, and superficial femoral artery were performed. The pt was discharged in 1999.